Manufacturer narrative:
(B)(4).

Event description:
The customer stated that an erroneous result was reported outside of the laboratory for one patient sample tested for ise indirect na for gen.2 (sodium) on a cobas 6000 c (501) module - c501. An aliquot of the sample, processed on a modular pre analytics system (mpa), initially resulted as 158 mmol/l. The initial value was reported outside of the laboratory. A physician questioned the sodium result, so the sample was repeated and a new sample was collected from the patient for testing. The primary tube of the sample was repeated on a different c501 analyzer, resulting as 143 mmol/l. The new sample resulted as 142 mmol/l when tested on the other c501 analyzer. The repeat result from the complained sample and the result from the new sample were believed to be correct. The patient was not adversely affected. The sodium electrode lot number was t37. The sodium electrode expiration date was asked for, but not provided. The field service engineer determined that the pinch valve tubing being used for the ise system was incorrect as it was specified for use on a cobas 6000 e 601 module. He replaced the tubing with the correct tubing. He performed a reagent prime. He performed an ise check and this had stable results. He replaced the sample probe and reaction cells since the total protein assay calibrations were failing. Total protein calibrations passed after replacement of parts. Ise calibrations passed and controls recovered within the customer's ranges. He performed precision studies. A specific root cause could not be determined based on the provided information. An issue with the mpa system could not be ruled out as a root cause. This medwatch will apply to the c501 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the mpa system.